Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information on resetting the pump and assisted in doing so, ensuring the malfunction code did not recur. Customer was able to continue using the pump and was instructed to call back if another malfunction occurred. Caller expressed interest in the renewal process, prompting technical support to take steps towards collecting necessary insurance information.